Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to pop and hypermobile urethra. It was reported that the patient underwent exploratory laparatomy with removal of mesh from previous vaginopexy, sigmoid colon resection with end-to-end anastomosis, rigid proctosigmoidoscopy, lumbrical herniorrhapy and rectopexy on (B)(6) 2012 due to complete rectal prolapse, vaginal mesh erosion and umbilical hernia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and birch procedure. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.